Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the power test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on component parts from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the pre-operative period, it was observed that the battery reamer/drill device did not do anything. It was further reported that different consoles and cable devices were tried but yielded the same result. The event was not related to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.